Event description:
It was reported that the device broke during an acl procedure.

Event description:
It was reported that the device broke during an acl procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The unit was inspected with a microscope for rust or damage, none was seen. The lever handle moves when the jaw is held open due to a broken shear pin. The possible root cause for the reported failure is user excessive force. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.